Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ping meter does not turn on. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2011. The mss was advised by the patient that he tests four times a day and was given a cortisone shot on his back. The patient stated that he was made aware by his doctor that his blood sugar levels will increase due to this medication. The patient confirmed with the mss that the alleged issue occurred on (B)(6) 2011 between 8:30am and 9:00am. The patient stated that he manages his diabetes with the insulin pump and denied making any changes to his normal diabetes management routine in response to the reported issue. The patient informed the mss that one to two hours after the alleged product issue occurred, he developed symptoms of feeling "tired and weak" but denied receiving any treatment in response to these symptoms. During troubleshooting, the cca determined that the patient was using the correct type of test strips and that the batteries did not need replacement but the alleged issue remains unresolved. Replacement products were received by the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because, the issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 (11/14/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have crystal failure and a low/ dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.